Event description:
An adolescent male with ewing sarcoma came to peds heme/onc clinic for evaluation and chemotherapy (vincristine). After accessing port, rn attempted to flush and immediately noticed subcutaneous bubbling in the chest. Patient complained of burning pain. Chest x-ray was obtained and showed disruption of the catheter with catheter tubing in the right atrium, right ventricle, and right ventricular outflow tract. Pediatric surgery and cardiovascular interventional radiology were contacted and patient was sent to ed for urgent removal of foreign body.